Event description:
Medtronic received information regarding a repair request and no alleged product deficiencies were reported. No patient impact repor ted.additional information received after product evaluation that bearing detached and broken tool inside the attachment.

Manufacturer narrative:
H3: product analysis :evaluation determined that broken tool was found inside the attachment. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. D: suspect medical device : medical device information will be updated once the device details are received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.